Event description:
It was reported that stent dislodgement occurred. A 2.25x20mm promus element ¿ drug eluting stent was advanced to treat the lesion, but during procedure, the stent was detached from the balloon. The device was removed completely and the procedure was completed with another 2.25x20mm promus element ¿ drug eluting stent. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned with device for analysis. Crimp markings were evident on the wall of the balloon indicating that the stent was crimped onto the balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).